Event description:
One cadd ms3 pump reported to say blockage when there is no blockage and constant alarming. Dose or amount: 60.5ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Infusion is life sustaining. No reported adverse effects.

Manufacturer narrative:
Additional information: concomitant medical products. One cadd ms3 pump was returned for analysis. During investigation the customer's stated problem was verified. The blockages were caused by the pump faulty downstream occlusion sensor (dso). Service's will replace faulty downstream occlusion sensor (dso) to correct the reported problem. The problem source of the reported problem is unknown.